Manufacturer narrative:
The phacoemulsification (phaco) handpiece was manufactured on august 6, 2015. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure the handpiece did not work in the eye. The case was completed using an alternate product. There was no harm to the patient. Additional information was requested and received.